Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Discrepant non-reproducible results were generated by a cobas 8000 c 502 module. The events involved a total of 1 patient with the following: one sample with discrepant results for crep2 creatinine plus ver.2. The patient's age was (B)(6) years. The patient's gender was female.